Manufacturer narrative:
(B)(4).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that the patient had an intraocular lens (iol) implanted on (B)(6), 2012. However, due to visual disturbances, the lens was removed and replaced on (B)(6), 2012.